Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. They reported that the reason the patient had a pocket revision was because the patient had requested the ins be moved up because they were having pain when sitting in their truck. The cause of the high impedances had not yet been determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a pocket revision and an impedance check showed 8, 10, 13, 14, and 15 >10,000 ohms. The rep stated that potential factors that may have led to the high impedances was a pocket revision. Programming was done using the other 11 contacts. The issue was reported to be resolved. No further complications were reported.